Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2015. Upon follow up, computed tomography (CT) showed a type 2 endoleak with sac growth. Physician schedule subsequent endovascular repair and elected to surgically open the aneurysm sac and clean out the thrombus while ligating the type 2 endoleak. During the procedure the physician identified a type 3b endoleak coming from the bifurcated graft. The physician relined the bifurcated stent and added two additional aortic extensions to seal the leak. The patient is in stable condition.